Event description:
Customer reported being unable to test with her adc blood glucose meter due to not receiving blood glucose results from the meter. Customer further reported experienced multiple symptoms described as "concussion, dizziness, blurry vision, extreme sweating, and nervousness" and reportedly suffered a loss of consciousness. Customer self-presented to her doctor to have her blood glucose checked and was subsequently "delivered" to a local hospital where she was "sent to ICU" and reportedly administered insulin via intravenous infusion. Customer could not recall the diabetic diagnosis rendered but reported her doctor changed her testing frequency from 3-10 times daily. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting it was identified the customer was using expired test strips (aug 2013) to test. Additionally, customer provided two approximate dates of the medical event, (B)(6) 2015, however could not verify. Date entered reflects the earlier date reported by the customer. All pertinent information available to abbott diabetes care has been submitted.